Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received a shock and was experiencing pain. The patient mentioned that the device was malfunctioned. To date, the ICD device remains in service. No adverse patient effects were reported.